Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq0546 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a catheter with a tiny hole in the distal tip. No other information was provided.

Event description:
It was reported a catheter with a tiny hole in the distal tip. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 3 fr groshong clearvue catheter with stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a spraying leak was observed in the catheter between the 5 cm and 6 cm depth markers. A microscopic observation revealed multiple small splits in the catheter at the location of the leak. The orientation and pattern of these splits matched the shape of the braided stiffening stylet within the catheter. Similar damage was observed on the opposite side of the catheter at the same location. The catheter was dissected, and additional damage was observed at the corners of each small split, indicating the damage originated from within the catheter. The shape and extent of the damage observed on and within the returned catheter indicate the catheter was most likely compressed with the stylet still inserted. A lot history review (lhr) of recq0546 showed no other similar product complaint(s) from this lot number.